Event description:
It was reported that an elective replacement indicator message was displayed. The battery depletion of the implantable neurostimulator (ins) was reported as premature. A longevity calculation showed that the expected battery life was to be 34 months. The device was implanted 17 months previous. About two weeks later it was reported that the patient had not had an ins replacement yet. No further information was reported at this time. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the implantable neurostimulator was explanted and replaced. The reason for removal was due to the premature battery depletion. Patient outcome was not provided. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final product analysis revealed the implantable neurostimulator was near 'assumed normal end of life' and the 'telemetry and output were okay.' When in cycling mode at high rates (>0.1s on/off), it was recently identified as potentially resulting in a larger current drain when compared to continuous mode, thus resulting in a decrease of battery longevity. The current drain in cycling mode fluctuates and was confirmed to be more than twice as high at one point in time in cycling mode versus continuous mode. The current drain measured in continuous mode was within the minimum and maximum test limits.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.